Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm. The rewind, load, and prime steps were performed correctly. The original complaint of a call service 078 alarm was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The pump cover was removed to find moisture corrosion on the motor flex.

Manufacturer narrative:
Follow-up #2, 28-march-2017- correction to serial#.